Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 8.1cm to 8.4cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
It was reported that the asymptomatic patient presented in the operating room for lead extraction. On (B)(6) 2015, the patient presented in clinic and upon interrogation, the right atrial lead exhibited noise. The lead was explanted and replaced. No complications were noted during the procedure.